Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 7967214, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 7967214, 510k # k091813 was cleared in the united states.

Event description:
It was reported that a patient underwent an unknown discectomy with cage implantation at the l5/s1. "During implantation, the cage cracked upon final tightening. Crack was right under the left side inferior screw hole and advanced down to the inferior endplate of the cage. The surgeon decided to leave the implant in and attached the cover plate as normal without any problems." No further details are known at this time.